Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, an abnormal noise was emitting from the ventilator. Ventilation was not interrupted. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A pump was returned to covidien/medtronic¿s failure analysis. A visual inspection found shredded bearings on one side of the pump, metal shavings and a black sludge around the pump. An investigation was performed and the failure analysis technician reported that the reported condition was verified and the reported issue was isolated to damaged bearings.